Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; 18 devices had damaged/broken components, 2 had worn components, and 1 had a misaligned component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 21 malfunction events, where it was reported it was difficult to load/unload the cot. The 20 events had no patient involvement. 1 event had patient involvement, however there were no consequences or impacts to the patient.